Event description:
It was reported that the patient was scheduled to have the permanent implant on (B)(6), 2013 for aspinal cord stimulator. The patient stated that she became paralyzed when the hcp was implanting the ins and paddle lead, and the hcp removed all the devices on (B)(6) 2013 during the implant surgery. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that a laminectomy was performed with epidural anesthesia. The lead was placed and during testing the patient reported that she was unable to move her legs. The lead was immediately removed and the paralysis resolved over the next few hours while the sensory changes resolved over the next few days. There was no permanent sequela, and it was reported that it was unknown if the event was anesthesia related or procedure related. There were no unusual events during the procedure, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).